Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no root cause can be determined as no samples were received. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap needle broke off in cartridge end (non patient end). This occurred on 10 separate occasions but the date/time and is unknown. The following information was provided by the initial reporter: the needle that punctures the rubber stopper in the pens cartridge remained in the rubber cartridge end.